Event description:
It was reported that we had 2 foley cath bags that were leaking from the seam of the bag; it was discovered after the bag was inserted and all supplies from kit were disposed of. It is a medline product; urology inventors of the one layer foley tray; 16 fr; reference # irp175116; stock # 540608.